Event description:
Physio-control is investigating the increased likelihood for the device to make an incorrect AED shock advisory decision on a pt based on ECG noise introduced by application of the electrodes, CPR activity or other user activity. When enabled, the set up option "auto-analyze" (only available in devices with software version -130) may increase the likelihood for an incorrect shock advisory algorithm (sas) decision, either "shock advised" or worse case "no shock advised". This increase is caused by the device initiating the sas analysis immediately (no waiting period or warning prior to analysis). Because there is no waiting period or warning prior to analysis, the device may base an sas decision on noise introduced by application of the electrodes, CPR activity or other user activity. There have been no reports of adverse events related to this issue.

Manufacturer narrative:
Physio-control initiated a field corrective action regarding this issue. Customers that own identified devices will be provided with a notification letter informing them of this action. Customers on the consignee list will receive instructions on how to check the auto analyze setup option and how to change the setting to one of the other two choices: off or after first shock. The "auto analyze on" setup option implemented in software version -130 is being removed to correct this issue. Setup options "auto analyze after first shock" and "auto analyze off" are not affected and will remain in the corrected software versions.